Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an alarm on their insulin pump after having to change their infusion set 3 times. The customer also states their insuling is shooting out instead of dripping. Customer's blood glucose is 156 mg/dl. Troubleshooting did not find any significant events leading to the alarm. The customer also stated he was pushing on the drive support cap while he was disconnecting. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.